Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The returned product has been identified as part of the voluntary recall of endopath xcel 'with optiview' technology.

Event description:
It was reported that during a laparoscopic gastric band procedure, the devices caused insufflation issues. The same devices were able to be used to complete the procedure. There was no adverse consequence to the patient.